Manufacturer narrative:
The previous MDR was submitted by (former manufacturer) under manufacturer report reference# 3002808486-2019-00174. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference#. Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the common femoral vein due to history of deep vein thrombosis (dvt) and anticipated knee replacement surgery. Patient alleges vena cava perforation, filter strut perforation l3-l4 disc space, back pain, leg pain and abdominal pain. Patient further alleges to have experienced, "I now have chronic leg, back and abdominal pain. My legs always feel weak because of poor circulation from the filter. My back pain radiates from my lower back to my stomach to my legs. The only way to relieve my chronic, radiating, back pain is to sit down until the pain is gone."

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
Per abdominal CT, dated (B)(6) 2017, "chronic stenosis or occlusion of the inferior vena cava, centered at site of an inferior vena cava filter, with collateral vessels in the abdomen wall and retroperitoneum." Per chest CT, dated (B)(6) 2018, "multiple chest wall collaterals consistent with chronic occlusion of the ivc from the ivc filter." Per abdominal and pelvic CT, dated (B)(6) 2018, "ivc filter in the lower inferior vena cava, with unchanged appearance of stenosis/occlusion." Per abdominal and pelvic CT, dated (B)(6) 2018, "ivc filter is present with one leg of the filter through the wall and into the right common iliac artery. Another leg of the filter enters the l4 vertebral body with mild adjacent sclerosis. Ivc is collapsed and appears chronically stenosed or thrombosed with larger subcutaneous collateral varices."

Manufacturer narrative:
Additional information investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "vena cava perforation, filter strut perforation l3-l4 disc space, pain." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported pain (l3-l4 disc space) is directly related to the filter. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Note: g6 - follow-up # is actually 2, but due to a technical issue, it is necessary to list "3" in this field. Additional information: investigation : investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. The catalog # and lot # are unknown, but the filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Medical opinion: "the CT abdomen and pelvis taken on (B)(6) 2018 shows following findings: there is a perforation of 4 struts of the ivc filter noted. One strut seen perforating the anteromedial wall, one strut perforating the anterolateral wall, one in posteromedial and another strut perforating in posterolateral aspect."